Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # a39169, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2016, a patient received a perceval pvs23 through full sternotomy due to severe aortic stenosis. In (B)(6) 2021, the transthoracic echo showed that a gradient max/medium of 169/107 mmhg and aortic regurgitation. The patient was successfully treated with a medtronic evolut tavi 33 mm on (B)(6) 2021.